Manufacturer narrative:
Other text : device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body was positioned and deployed as expected. Upon using the cross-over lumen, there were difficulties advancing the guidewire through the cross-over lumen. Physician attempted to pass a .014" wire but was unsuccessful. A .018" wire was used and successfully advanced with some resistance, granting access to the contralateral leg of the aortic body. When attempting to remove the guidewire from the cross over lumen, tension was observed on the stent graft. The aortic body delivery system was successfully demated and removed from the patient with the cross-over lumen guidewire in place. The .018" guidewire was then able to be removed. The final angiogram revealed that the aortic body shifted distally 5-10mm below the intended landing zone. A type ia endoleak was observed that could not be resolved with ballooning. The physician elected to monitor the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported events of the type ia endoleak and distal movement of the graft (unknown length). Clinical assessment was unable to confirm the reported inability to pass 0.014" guidewires through cross-over lumen; resistance passing 0.018" guidewire through cross-over lumen. The most likely cause of the loss of seal was related to the dislodgement/displacement of the implant. It was also likely that user-related issues such as tension pulled on the graft during manipulation of the guidewire in the cross-over lumen and the conical proximal neck contributed to the distal movement of the graft to the unintended landing zone. Additionally, no related off label or cautionary product use conditions contributed to the event. Associated clinical harms for this device failure included: type ia endoleak, and aneurysm not excluded. The final patient disposition was reported to be continued monitoring. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.